Event description:
It was reported, "telemetry patient had skin breakdown with weeping fluid under the site of a conmed electrode. Because of this skin reaction, a pacemaker placement was cancelled due to infection risk. The pacemaker placement was rescheduled and completed." Treatment for the skin breakdown included silvadene twice daily with gauze dressings.

Manufacturer narrative:
The device is being returned to manufacturer; however, has not been received to date. When device is received and a quality engineer evaluation is completed, a supplemental report will be filed.